Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. The component code of h6 have been corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified nor the foreign material type, however based on the results of the investigation, the probable cause of the "foreign material adhered/clogged in auxiliary water channel, plastic distal end cover(c-cover), nozzle, objective (ob) lens glue, light guide(lg)-lens glue and insertion tube " malfunction would likely be related to the reprocessing that could not be conducted properly due to leakage from scope connector cover unit. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the evaluation found bending angle in up direction did not meet the standard value due to wear of an angle wire. In addition to reportable findings mentioned in reportable event description, the device evaluation found following findings: due to clogging of jet -tube in control unit, water could not be supplied; adhesive around light guide (lg) lens had foreign objects; lg lens had a crack; suction cylinder had no color; water tightness was lost due to deformation of scope connector cover unit; mouthpiece had corrosion; plastic distal end cover had a chip; there was a dent on bending tube; adhesive on bending section cover was detached; connecting tube was snaking and there were scratches on plug unit and universal cord. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had defective bowden cable. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found following parts of the scope had foreign objects: jet tube, forceps elevator, switch box, plastic distal end cover, nozzle, adhesive around objective lens and the connecting tube. Jet-tube was clogged and white foreign material was found inside the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.